Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, shaft separation occurred. The 90% stenosed target lesion was located in the external iliac artery. A 4.00mm x 1.5cm x 140cm spcb flextome mr cutting balloon was selected to treat the lesion. During preparation, an attempt was made to remove the balloon protector from the balloon. The balloon protector was hard to remove. It was then pulled strongly resulting in shaft separation/detachment. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. The proximal section of the catheter was returned as a result of a shaft detachment 118cm from the catheter strain relief. The distal section was not returned. This type of damage is consistent with excessive tensile force being applied to the delivery system during use. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) procedure, shaft separation occurred. The 90% stenosed target lesion was located in the external iliac artery. A 4.00mm x 1.5cm x 140cm spcb flextome mr cutting balloon was selected to treat the lesion. During preparation, an attempt was made to remove the balloon protector from the balloon. The balloon protector was hard to remove. It was then pulled strongly resulting in shaft separation/detachment. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).